Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they lost a whole bunch of weight and where their stimulator is. Now, it flopped around and moved around and was very painful. Patient said the leads had moved because the stimulator itself moved. Patient stated it had probably been 6 months or so since the pain started. Patient stated their healthcare provider (hcp) will be replacing ins and moving it to the other side tomorrow. Patient services reviewed MRI compatibility information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va22mn5, implanted: on (B)(6) 2019, explanted: on (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6), ubd: 20-sep-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.